Event description:
It was reported that during a stenting treatment procedure, partial deployment occurred. The >50% stenosed target lesion was located in the severely calcified, moderately tortuous right subclavian artery. A vascular sm, pmtd 7.0x15x90cm stent was selected and advanced to treat the target lesion; however, the stent only partially deployed. The physician removed the partially deployed stent and completed the procedure with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B)(4).